Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure coating of the cartridge adhered to the iol when using another company's product. It was found after implantation. There was no problems because it was removed by irrigation/aspiration (ia) during the initial procedure and the surgery was completed without product replacement.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used complaint cartridges were not returned. One opened cartridge carton was returned. The carton contained one unopened cartridge. The company cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. The cartridge was functionally tested per the direction for use (dfu) using a qualified company handpiece, company 27.0 diopter lens and ophthalmic viscosurgical device (ovd). The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A non-qualified iol was indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. No determination can be made without physical evaluation of the complaint sample. Functional and dye stain testing was conducted with the unopened sample with acceptable results. The reported complaint may be related to a failure to follow the instruction for use (IFU). Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).